Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # 530c31. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with a dent in the nozzle and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts and the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 530c31, and no non-conformances were identified. Additional information was obtained: surgeon pulled another device and used.

Event description:
It was reported that during the laparoscopic appendectomy procedure that the device would not fire. There was no patient harm reported.